Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the ion-selective electrode (ise) buffer valve. The replacement of the ise buffer valve resolved the issue. Patient demographics (weight, date of birth, gender, age) were not provided by the customer.

Event description:
The customer reported obtaining intermittent erratic sodium, potassium, and/or chloride results for thirteen (13) patients, over four (4) days, involving the au480 clinical chemistry analyzer. This report references the event which occurred on (B)(6) 2017; please refer to MDR report 9612296-2017-00031 for the report of the event which occurred on (B)(6) 2017, 9612296-2017-00032 for the report of the event which occurred on (B)(6) 2017 and 9612296-2017-00033 for the report of the event which occurred on (B)(6) 2017. The false high sodium result was reported outside the laboratory. There was no change or affect to patient treatment in connection with this event. The customer repeated the sample on an alternate au instrument and obtained a sodium result considered correct. The customer reported the repeat result out of the laboratory and amended the original result. Calibrations and system checks passed within specification and qc (quality control) results were within the laboratory's established ranges on the day of the event.